Event description:
The customer's wife reported via phone call that the customer had a failed battery test on the insulin pump. Caller stated that the customer was experiencing battery problems for the last week. Caller stated that the customer normally uses (B)(6) batteries and that the issue has been going on since last monday. Caller was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.